Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shortness of breath, dizziness and lightheadedness. The patient alleged that one doctor informed them that the implantable pulse generator (ipg) was messed up and could not be reprogrammed. The patient also alleged that another doctor informed them that there was a malfunction with one of the pacing leads, that the leads may need to be changed out and that they had attempted to reprogram the ipg with two different programming devices, but the attempts were unsuccessful. The ipg remains in use. No further patient complications have been reported as a result of this event.